Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr groshong nxt two-piece connector. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a large split was observed in the extension leg tubing of the proximal connector piece. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split tensile weakness at the fracture site (due to material ballooning prior to burst). Smooth and granular fracture surface texture (typical of tearing failure modes). Linear, longitudinal cracks on the inner wall of the tubing in the area of the split. (Indicating over-stretching and tearing of the tubing material). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the head nurse of the neurosurgery department ii revealed that the extension tubing of the groshong PICC catheter inserted in one patient was ruptured. The catheter was inserted in this patient on (B)(6) 2023. During routine maintenance one month after placement, the nurse found that the extension tubing was ruptured. The head nurse had replaced the extension tubing with a new one. The nurse said that she had been careful in maintaining the catheter. The extension tubing was not kinked, and blood draw and tubing pre-flushing were done smoothly. The family of the patient always reminded the patient of exposing the upper arm where the catheter was placed to prevent catheter kinking or compression.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the head nurse of the neurosurgery department ii revealed that the extension tubing of the groshong PICC catheter inserted in one patient was ruptured. The catheter was inserted in this patient on (B)(6) 2023. During routine maintenance one month after placement, the nurse found that the extension tubing was ruptured. The head nurse had replaced the extension tubing with a new one. The nurse said that she had been careful in maintaining the catheter. The extension tubing was not kinked, and blood draw and tubing pre-flushing were done smoothly. The family of the patient always reminded the patient of exposing the upper arm where the catheter was placed to prevent catheter kinking or compression.